Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 814:04. The root cause was determined to be a defective air in line printed circuit board. The air in line printed circuit board was replaced to repair the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.92. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4), the root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 814:04 during patient therapy. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.